Manufacturer narrative:
Additional information: based on the received information and impedance measurements, damage to the active electrode due to minute device mobility is suspected. However to determine an exact root cause a device investigation would be necessary. Reportedly, the patient did not notice significant fluctuations/degradation of hearing impression.

Event description:
In situ measurements show 6 channels with high impedance. Reportedly, expert measurements show impedance fluctuations on all other channels, while applying minimal force/pressure to the skin area above the implant. The patient did not notice significant fluctuations/degradation of hearing impression. Despite requests no further information has been received.

Manufacturer narrative:
Additional information: based on the received information and impedance measurements, damage to the active electrode due to minute device mobility is suspected. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported in april of 2017 that in situ measurements showed affected channels. The patient did not notice significant fluctuations/degradation of hearing impression at that time. Per information received 21apr2022, the user had multiple falls in the last 2 years, one with a reported head injury. Hearing performance with the device has gotten worse. Re-implantation is considered but no date has been set yet as the user is moving to the south of germany.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported in (B)(6)2017 that in situ measurements showed affected channels. The patient did not notice significant fluctuations/degradation of hearing impression at that time. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show 6 channels with high impedance. The patient did not notice significant fluctuations/degradation of hearing impression.